Event description:
A user facility biomedical technician (bmt) reported blood went past external transducer protector on the level detector module of a hemodialysis (hd) machine during patient treatment. It was unknown if the machine gave any diagnostic messages or audible alarms. The bmt wanted to verify what they should disinfect and needed the part number for the transducer protector and line. It was unknown if the patient was able to complete treatment. The bmt was referring to the operator's manual for the additional disinfection requirements and gave the bmt the part number for the transducer protector and line. Additional information was requested but was not received to date.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. Investigation determines that there was no causal relationship between the objective evidence and the alleged event; the alleged event is unconfirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (bmt) reported blood went past external transducer protector on the level detector module of a hemodialysis (hd) machine during patient treatment. It was unknown if the machine gave any diagnostic messages or audible alarms. The bmt wanted to verify what they should disinfect and needed the part number for the transducer protector and line. It was unknown if the patient was able to complete treatment. The bmt was referring to the operator's manual for the additional disinfection requirements and gave the bmt the part number for the transducer protector and line. Additional information was requested but was not received to date.